Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this right ventricular lead exhibited loss of capture. The lead was explanted and replaced during an elective procedure to replace the associated device. No additional adverse patient effects were reported.